Manufacturer narrative:
The patient presented to the emergency room (ER) with skin irritation and signs of a secondary infection allegedly caused by the zio xt. The patient was diagnosed with cellulitis and was prescribed oral antibiotics. During follow-up, the patient reported that they had finished their prescription and were feeling better. The zio xt device was returned to irhythm, and its usage data was reviewed. It was found that the patient had worn the xt device for 4 days out of the prescribed 14 days. A review of this complaint also indicated that the patient had a history of reactions to medical adhesive and sensitive skin. Although the patient¿s reaction history cannot be ruled out as a contributory factor, the cause of the reported event cannot be determined at this time. However, it should be noted that skin irritation is a known inherent risk of the device. The zio xt device manual contains a "warnings" section that states do not use the zio xt patch on patients with a known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies should not use the zio patch. If a patient experiences skin irritation such as severe redness, itching, or allergic symptoms, the zio xt patch should be removed from the patient's chest. This event is being reported per 21cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to the emergency room (ER) with skin irritation and signs of a secondary infection allegedly caused by the zio xt. Prior to visiting the ER, the patient removed the device due to the irritation. The patient was diagnosed with cellulitis and was prescribed oral antibiotics. Upon follow-up, the patient reported completing the prescribed medication and feeling improved.